Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was unable to reproduce the problem and saw nothing in the error logs after working on the iabp for 3 hours. The stm cleaned the cable connector and calibrated the touchscreen. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen keys would freeze and worked intermittently. It is unknown under which circumstances this occurred; however there was no patient involvement and no adverse event was reported.